Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative could not determine a cause and could not duplicate the issue. He verified the analyzer performance was acceptable. (B)(6).

Event description:
The initial reporter received a questionable low troponin t gen5 stat result for one patient from the cobas 6000 e601 module. The initial result from an aliquot was < 6 ng/ml with a data flag and was reported outside of the laboratory. This result was questioned by the doctor. The repeat result from the primary sample tube was 41.22 ng/ml. The repeat results from another analyzer were 40.56 and 41.38 ng/ml. There was no allegation of an adverse event. The reagent lot number was 381542. The expiration date was requested but was not provided.